Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device was not been returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from olympus europa k.g (oekg), there was the possibility that the reported phenomenon might be attributed to the malfunction of the printed circuit board.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4) (oekg), it was found that the error b30 which indicated the scope communication error was displayed. The service department of oekg checked the subject device and found that the electrical circuit board had failure. There was no report of patient injury associated with this event.